Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 - (B)(6) , 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor ruptured. The bladder rupture occurred while filling the device with an unspecified medication prior to patient use. There was no patient involvement. No additional information is available.